Event description:
The explanted device was returned to the company. It was reported that the pt's device was explanted due to decrease in performance over time. The pt was reimplanted with another cochlear device.